Event description:
The customer reported that her blood glucose levels have been very erratic. The customer stated that she was hospitalized for low blood glucose levels due to possibly over infusing insulin. The customer was not using the bolus wizard feature, and was guessing at her bolus amounts. The customer's last infusion set change was the day of the event, and she was disconnected from the infusion set during the prime. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals and reservoir volume were both correct. Advised the customer to speak with her healthcare professional about taking the correct insulin amounts so that she is no longer guessing.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.